Event description:
Endopath endoscopic linear cutter ets flex 45mm ref# atb45 lot# 43wog was reloaded with reload cartridge tr45b, lot# v418n, next cartridge tr45b lot# y45k5c. The surgeon stated the stapler is fired during thoracoscopy , stapler line remained open. The surgeon had to convert case to a thoracotomy to suture the staple line. The patient tolerated the procedure well and is in stable condition.